Manufacturer narrative:
A service call was placed and a terumo bct service technician visually inspected the machine at the customer's site. The service technician was able to duplicate the reported condition. Upon inspection, the service technician noted that the IV pole releases and falls to the down position unexpectedly if the machine is moved or the centrifuge get started. The switch striker bolt was too far extended; during vibrations it would hit the release causing the IV pole to fall. The striker bolt was adjusted. The system was checked following adjusted and found to be within manufacturing specifications. One year of service history was reviewed for this device with no other problems identified related to the reported condition. An internal report indicates no further related issues have been reported for this device. Root cause: the root cause of this failure was the extension placement of the striker bolt. Trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. An internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima machine falls spontaneously.no injury to operator or donor was reported for this incident.